Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system has a history of multiple untreated episodes and inappropriate shock therapy due to decreased amplitude measurements and myopotential over-sensing. The patient had previously been seen in-clinic where provocative maneuvers and isometrics reproduced the noise in all three sensing vectors. At the time, the physician elected to program the device to the alternate sensing vector and continue with monitoring. However, the patient recently received an additional inappropriate shock due to over-sensed noise. The smartpass feature was also have found to be disabled due to low r-wave amplitude measurements. Boston scientific technical services (ts) was contacted, and it was discussed that there were very few programming options left available to mitigate the myopotential over-sensing, as both the primary and secondary sensing vectors were found to be unsuitable. A drop in r-wave amplitude measurements was noted in the alternate vector, which was confirmed to likely due to postural changes. Previous x-ray images in 2023 were also reviewed, which showed a good system position. However, ts recommended potentially performing the automatic screening tool to determine if a new system position would be more suitable. Additionally, potentially instructing the patient to limit certain postures that could have contributed to the inappropriate therapy was also mentioned. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.